Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm when the final exchange of treatment was about to begin and the treatment was cancelled. The cause of the leak is unknown. The pdrn discontinued the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was given prophylactic antibiotics and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic received a new cycler which is working well with no further issues. The cassette was returned for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm when the final exchange of treatment was about to begin and the treatment was cancelled. The cause of the leak is unknown. The pdrn discontinued the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was given prophylactic antibiotics and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic received a new cycler which is working well with no further issues. The cassette was returned for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information provided in h6. Additional information provided in d9 and h3. Plant investigation: the actual sample from the customer with original package and identified with code number and lot number. During the disinfection of actual sample, a leak was found on the cassette film. During the visual inspection with the microscope a hole was observed in the cassette film. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was confirmed during sample evaluation.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm when the final exchange of treatment was about to begin and the treatment was cancelled. The cause of the leak is unknown. The pdrn discontinued the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was given prophylactic antibiotics and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic received a new cycler which is working well with no further issues. The cassette was returned for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.